Manufacturer narrative:
D4. Serial and primary UDI number corrected. D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Manufacturer narrative:
D1 brand name was updated. D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product/data was returned for review. Placement signal issue: the cause of placement signal issue was unable to be determined as limited clinical details were provided and no product/data was returned for review.

Manufacturer narrative:
B3: updated date of event to the correct date that was reported in the initial report.

Event description:
Clinical rationale: an impella cp device was inserted via the right axillary artery in an 84-year-old female patient presenting with hrpci. The patient had a history of cad and had just returned from the cath lab. The team was called in for suction alarms and low placement signal. Hemodynamics included ps 118/25 at p2, and patient was also supported with an iabp. An echocardiogram was recommended to confirm positioning. The patient had been taken to the or the prior evening for impella 5.5 placement, but due to ostial subclavian calcification, the surgeon opted to place an impella cp through a graft instead. The patient was unable to achieve optimal flows and experienced suction alarms above p2 with flows around 1.3 l/min. An earlier echocardiogram was performed for positioning assessment, and the device was adjusted slightly; the inlet appeared mid-ventricular and not caught on any structure per the attending physician. The patient subsequently underwent hrpci, after which flows could not be increased beyond 0.5 l/min on p8, with continuous suction alarms. A swan-ganz catheter was in place, cvp was 10, and the rv appeared normal on echo. No kinks were appreciated in the pump or catheter. Alarms were silenced and the clinical team was aware. The surgeon planned to remove the impella later in the afternoon. Hemolysis monitoring was initiated, and heparin was added to the purge fluid instead of bicarbonate, with recommendations to maintain therapeutic ptts. The last act in the cath lab was 353. The reported events are placement signal issue, pump flow issue, medical device removal, device repositioning, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was managed appropriately.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B3. Date of event updated.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.